Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: blocks b5 and a2 were updated based on additional information received on 08/15/2024. Block g2 was corrected.

Event description:
It was reported that following the placement of spaceoar vue, the radiation oncologist suspected an injection into the rectal wall. A review of the computerized tomography scan images showed that the hydrogel was entirely within the rectal wall. There was evidence of edema in the rectal wall at one location, and at another, the hydrogel approached the lumen closely, with a possibility of some hydrogel entering the lumen itself. The patient was reported asymptomatic. The plan is to treat the patient with 28 fractions after a pause and gastrointestinal endoscopy. Additional information. The patient underwent a flexible sigmoidoscopy. During the digital rectal examination, a soft and boggy bulge was palpated in the area of the prostate. The flexible sigmoidoscopy revealed an area of bulge measuring approximately 6x7 centimeters with normal overlying mucosa and no signs of ulceration. Since the rectal mucosa was intact the plan is to proceed with 28 fractions and try to keep the dose to the rectum low.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that following the placement of spaceoar vue, the radiation oncologist suspected an injection into the rectal wall. A review of the computerized tomography scan images showed that the hydrogel was entirely within the rectal wall. There was evidence of edema in the rectal wall at one location, and at another, the hydrogel approached the lumen closely, with a possibility of some hydrogel entering the lumen itself. The patient was reported asymptomatic. The plan is to treat the patient with 28 fractions after a pause and gastrointestinal endoscopy.